Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they have not urinated by themselves at all today. The patient was able to communicate with the ins. Patient said because of where the device is implanted they will not able to use it on their own. Patient asked what to do if they don't urinate by themselves. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported.